Event description:
It was reported following a diagnostic procedure, a 6f angio-seal was deployed in the right femoral arteriotomy. The patient lost pulses in the right leg almost immediately. The patient was taken to the interventional radiology where an angiogram revealed a popliteal occlusion. An attempt was made to correct the occlusion with the angiojet but the patient was taken to surgery where thrombus was removed. The surgeon removed the angio-seal components and the blood flow was restored to the leg. The patient was reported as doing well. The patient was not taking anticoagulant medication.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.